Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother reported that the cannula had never deployed. The pod was worn between 4 and 24 hours. Mother did not provide an exact number but stated that the patient's blood glucose (bg) probably did go high. 90 minutes after activation, bg level was at 117mg/dl.